Event description:
It was reported that the patient received several inappropriate therapies due to oversensing. During lead revision, lead dislodgement was observed. Twiddler syndrome was suspected. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.